Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the main coil, the introducer sheath and the pusher wire were returned. A visual and microscopic inspection of the device revealed that the main coil was bent and stretched at the coil arm, primary coil and zap tip section, moreover the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17sep2024. It was reported that the coil was stuck and prematurely deployed in the microcatheter. A 14mm x 30cm interlock coil was selected to embolize the left internal iliac branch. Before using, the coil was flushed and was injected continuously with heparin saline during the procedure. However, during advancing, it was noted that the coil could not extend out the microcatheter even after several attempts. Consequently, the coil was automatically released and stuck in the microcatheter during withdrawal. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure. However, device analysis revealed the arm coil was detached.